Manufacturer narrative:
Section b3: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the report of red heart alarms could not be confirmed based on the review of the submitted log files. A specific cause for the alarm could not be conclusively determined through this evaluation. It was reported that the patient experienced red heart alarms on (B)(6) 2024, (B)(6) 2023, and (B)(6) 2024. No alarms were noted by the account on system controller alarm history or on historical view. The submitted log files captured the device operating as intended at the set speed with no atypical events or alarms captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in a clinic on (B)(6) 2024. They reported a red heart alarm that morning while using the bathroom. This occurred two days ago as well. No alarms were noted on alarm history on the system controller or on historical view. There were no unusual events recorded in the event log file history.